Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional coronary procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device suggested that needle deployment and suture retrieval were all successful as intended, contradicting the reported cuff miss. Analysis of the returned device indicated that after retrieving the suture via retracting the plunger, the link was cut instead of the rail suture distal to the link and the probable cause was determined to be incorrect deployment technique. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.